Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, a 32mm amplatzer septal occluder was selected for implant using a 6f non-abbott delivery sheath. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable and was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 32mm amplatzer septal occluder was selected for implant using a 6f non-abbott delivery sheath. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable and was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU) the recommended sheath size to be used with a 32 mm amplatzer septal occluder is 10f delivery sheath.